Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touch screen is inaccurate. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date received by manufacturer: 05nov2018. Multiple attempts were made to obtain repair information from the customer, however, no response was received. No parts were returned to philips for investigation, therefore, a root cause could not be established.